Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® single use holder get stuck with fistula needles and break off when trying to twist loose. This causes the need to remove fistula needle and recannulate, which increases the risk of infection. No serious injury or medical intervention was reported.

Manufacturer narrative:
The initial MDR was submitted with the 510k number listed as n/a. It is corrected to read pre-amendment.